Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced pericardial effusion and tamponade from a perforation that occurred. The patient experienced a burning feeling and a pericardial puncture was necessary. The physician noted bleeding occurred, which was suspected to have come from the right atrial (ra) lead, as the threshold had increased to higher values during the procedure. The ra lead was re-positioned intraoperatively to a location with nominal values. The cardiac resynchronization therapy-pacemaker (crt-p) and the leads are still in use. No further patient complications have been reported.